Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test, excessive no delivery test and displacement test. The pump was received was with a cracked case at display window corners, battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose level. The blood glucose at the time of the incident was 423 mg/dl. The customer had symptoms such as nausea and irritable. The customer did contact their healthcare professional and have a backup plan. The customer stated that they treated the high blood glucose. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer performed the high pressure test and passed. The device will be returned for analysis.